Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that, the tulip heads were separated from the threaded shanks and revision surgery was performed to explant the separated screws. Screw revision needs to be done by minimally invasive procedure, but because of tulip head got separated out it became necessary to perform open surgery instead of mis. There were no patient symptoms reported. No further complications reported regarding the event.